Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain. It was reported that on (B)(6) 2016, the patient had a motor vehicle accident. Immediately afterward, the stimulation no longer gave her relief in her lower back and she felt like she was having "little bee stings" at the site of her thoracic incision. Reprogramming of the top leads on (B)(6) 2016 resulted in either left or right rib and/or abdominal stimulation only, despite numerous attempts. The impedance check showed all electrodes within normal limits. The lower leads had good coverage of the bilateral extensions. The patient was sent for thoracic and lumbar posterior-anterior and lateral x-rays on (B)(6) 2016. The x-rays showed that the leads did not appear to have migrated. The manufacturer representative was able to reprogram the patient successfully with full coverage on two groups on (B)(6) 2016. The patient left very happy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.